Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient's family member contacted boston scientific technical services (ts) and stated that during the device interrogation the previous day, the pacemaker showed one and a half year battery remaining. It was noted the device has only been implanted for a little over three years. The field representative contacted the physician and a request for data analysis was made. Upon review by engineering, it was confirmed the battery was depleting prematurely due to increased power consumption. Device replacement was recommended. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.